Event description:
Procedure: hernia repair (laparoscopic). Reportedly, the balloon ruptured at some point during the case. Pieces of the balloon fell into the surgical cavity. All pieces were retrieved by the surgeon. No reported patient injury.